Event description:
Info received indicates the brake is not holding.

Manufacturer narrative:
The technician found that the casters were not adjusted properly. He adjusted the brake and brake/steer casters to repair the bed.